Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed on a stored egm due to post-paced t-wave oversensing. Programming changes were made and further testing was recommended. The asymptomatic patient was stable after the event and will continue to be monitored routinely.